Event description:
Three days after colonoscopy with biopdy, a pt was readmitted for eval of peprsistent and increasing lower abdominal discomfort. Because of a strong family history of colon cancer, the pt had had six previous colonoscopic examinations. The most recent, performed approx a year ago, had revealed a villous adenoma. The pt explained that each of these procedures been followed by low abdominal pain for several days. The 2/15/2000 procedure had been uneventful and the pt had been discharged in stable condition approx three hours later. The next day, although able to eat and move about, the pt felt usual post-procedure discomfort. Over the course of the next two days, this discomfort increased, pt sought medical eval and was admitted to the hosp. After being medically cleared, the pt was transported to the operating room for emergency surgery. A 3-4cm area of sigmoid colon was found to be necrotic and stool coming out of a small opening at its dome. The area was resected and a temporay transverse loop colosotomy was created. The pt's post-operative period was uneventful and he was discharged in stable condition on 2/26/2000. It is anticipated that pt will return to the hosp in six weeks for closure of the colostomy. Eval of the colonoscope and the video processor used during the 2/15/2000 procedure were inspected in the biomedical engineering dept; no defects were identified. Discussion with the supervisor of the same day surgery unit in which the colonscopy had been performed and with the gastroenterologist revealed neither deviation from standard practice of care nor difficulty with the equipment. The physician indicated that the procedure had been uneventful and that the did not know what had caused this pt's injury to occur.